Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that left ventricular (lv) lead port of implantable cardiac defibrillator (ICD) was damaged. The device was ultimately not used and replaced with new one. Patient condition was stable.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.